Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass sleep current measurement due to high current. Unit was successfully download using thump for history files and trace files. No alarms or alerts were found on event date in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 2 and force sensor. The following were noted during visual inspection: scratched case. P-cap was attached and locked into place properly no current code is not confirmed. Unexpected battery power loss is confirmed due to moisture damage on pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no current code/category. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Mmt-1880 was requested and customer response was the device will be returned.